Manufacturer narrative:
No device deficiency reported and it cannot be conclusively determined if a phrenic nerve injury occurred. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve capture was lost while ablating the right superior pulmonary vein (rspv). After about 30 minutes the phrenic nerve could be captured, although the capture was reported to be weak. No additional follow-up information was available at the time of this report. It cannot be determined from the information provided if a phrenic nerve injury occurred. Since phrenic nerve injury cannot be completely excluded, this case is being reported.